Event description:
In a journal article, the authors presented the results of a prospective, randomized study to compare intraocular pressure (iop) over time after standard trabeculectomy versus glaucoma filtration shunt placement in patients with bilateral primary open angle glaucoma (poag). The study included adult patients with bilateral poag necessitating surgery. Each patient underwent trabeculectomy in one eye and glaucoma filtration shunt placement under a scleral flap in the other eye according to randomized contralateral allocations. Efficacy was assessed by iop values and success rates (iop threshold and/or need for topical glaucoma medication) during 30 months. Thirty eyes of fifteen patients were studied. At the last follow-up visit, mean preoperative iop decreased from 31.1 (plus or minus 24.2) to 16.2 (plus or minus 1.5) mm hg after trabeculectomy, and from 28.1 (plus or minus 9.0) to 15.7 (plus or minus 1.8) mm hg after the glaucoma filtration shunt. The mean number of anti-glaucoma medicines prescribed at the last follow-up decreased from 3.7 preoperatively (both groups) to 0.9 after trabeculectomy versus 0.3 after the glaucoma filtration shunt procedure. Complete success rates (5<iop<18 mm hg without medications) were higher with the glaucoma filtration shunt implantations compared to trabeculectomy. Complications were generally mild although more frequent after trabeculectomy (33%) than after the glaucoma filtration shunt implantation (20%). Further surgical interventions were needed for four eyes (27% in the trabeculectomy group only. In addition, one trabeculectomy eye underwent hyphema and a glaucoma shunt eye had a wound leak. These complications were mild and both resolved spontaneously within a week. Early postoperative hypotony (iop<5 mm hg) was more frequently observed after trabeculectomy (33%) than after glaucoma filtration shunt implantation (7%). In all cases it resolved during the first month after either intervention. Total anterior chamber loss with iridocorneal touch or choroidal detachment was never encountered in either group. Two eyes required anterior chamber decompression for elevated iop during the early postoperative course after trabeculectomy, but no eyes needed suture lysis. At the one year follow-up, one eye after trabeculectomy underwent bleb excision with advancement of healthy conjunctiva because of a high, avascular and very thin bleb. By contrast, no glaucoma filtration shunt eyes required any surgical intervention during the follow-up period. In conclusion, the authors reported that trabeculectomy and glaucoma filtration shunt implantation provided similar iop control, but the glaucoma filtration shunt group had a lower rate of complications, fewer postoperative interventions and needed less glaucoma medications.

Manufacturer narrative:
The product has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Dahan e, simon g, fafuma a (2012). Comparison of trabeculectomy and ex-press implantation in fellow eyes of the same patient: a prospective, randomized study. Eye (2012) 26, 703-710. (B)(4).